Event description:
A surgeon reported a "series of patients" and one identified patient that following intraocular lens (iol) implant surgeries, "don't seem to be seeing as well" compared to previous cases with this particular iol. He stated that mostly the compared to previous cases with this particular iol. He stated that mostly the issues are for near vision. The surgeon stated the patients have normal oct (optical coherence tomography) and no corneal/pc (posterior capsule) haze issues. The surgeon reported that for this patient, at one day postoperatively, the patient's va was 20/25 but felt his vision was blurred. At one week postoperatively, the patient's va was 20/70, "can't read, and is miserable". The surgeon reported the patient's cornea is clear and oct is normal. Additional information has been requested. There are two medical device reports associated with this event. This report is for the identified patient.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: the root cause cannot be determined. Not enough information was provided from the account to properly complete an investigation. Action taken: investigation has been completed based on current information. No further action warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional information was requested on (B)(6) 2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).